Manufacturer narrative:
To resolve the reported problem, the olympus technical assistance center (tac) provided possible causes of the reported problem to assist in troubleshooting the issue. Tac provided the reporter with the model of bulb, maj-1817, for use with the device. In follow up communication with the reporter, it was reported to tac that the problem was resolved and no further issues were experienced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, when switched from an upper to lower scope, all the front panel indicator lights were flashing, and the unit switched to the spare lamp on the evis exera iii xenon light source. The unit was shut down and it was working fine, and it happened again. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event reported.